Event description:
It was reported that the patient experienced a jump in the heart. Chest x-ray was performed and revealed that the right ventricular lead had dislodged. The patient was otherwise asymptomatic. The lead was repositioned successfully. The patient was in stable condition post operation.